Manufacturer narrative:
Product evaluation: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A physician reported that upon slit lamp examination, following a micro-stent implant procedure, he was not able to see the device. The surgeon suspects that the device is probably not sitting proud in the anterior chamber. He is unable to perform gonioscopy as the patient would not tolerate it, therefore he cannot be sure as to how many rings are visible. The device remains implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon reported the micro-stent was explanted from the patient's eye. The surgeon reported the patient was three weeks post explant and was doing well.

Manufacturer narrative:
No sample has been returned for evaluation for the report; therefore, the condition of the product could not be verified. Due to the sample not returned and no lot information available, the root cause for the customer complaint issue cannot be determined. Possible root causes are that postoperative stent dislodgement or movement and explantation are established risks associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).